Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the probable cause as a defective sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low/zero (0) value patient results for multiple analytes of the cmp (comprehensive metabolic panel) with ¿g¿ flag on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. Note: cmp (comprehensive metabolic panel) which includes albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase.